Manufacturer narrative:
(B)(4). Date sent: 02/25/2011. Information was not provided by the affiliate. The following information was requested: (B)(6). After numerous attempts to obtain the additional information, the account advised that the surgeon does not wish to add any further information/comments regarding this product complaint. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied clips to the cystic artery and cut the vessel; the clips then fell off the vessel and caused bleeding. The surgeon tried to reapply clips but the same thing happened and they did not have adequate grip on the vessel. On closer inspection of the clips, the distal end had not fully collapsed and there was a gap. The patient had to be converted to an open procedure as the surgeon was unable to carry on laparoscopically due to bleeding. The condition of the patient immediately following the event was stable.